Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. H3 other text : device not evaluated by manufacturer

Event description:
The customer contacted physio-control to report that their device froze while delivering energy shock, unit screen froze and was unable to shock. This issue is patient related; however there was no adverse event reported. The customer reported the user was able to power cycle the device and use it without further incident during the patient event.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device froze while delivering energy shock, unit screen froze and was unable to shock. This issue is patient related; however there was no adverse event reported. The customer reported the user was able to power cycle the device and use it without further incident during the patient event.